Event description:
The product was used during a pneumonectomy procedure. Reportedly, the cartridge disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA.